Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in follow-up.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A singular x-ray image was provided for review. There is nothing unusual of note regarding the femoral head. No conclusions can be drawn regarding the allegation of device corrosion. Nothing indicative of a product problem is identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: a2(dob) added h6(patient).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6(patient).

Event description:
Pfs alleged unable to walk unassisted. In addition to what previously alleged, revision notes reported significant scarring in the fascia at the tensor muscle and extensive fibrosis about the hip. Doi: (B)(6) 2008, dor: (B)(6) 2016, left hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: (B)(4). Added: a2, a4, b5, b6, b7, d1, d2, d4, g5, h4 and h6(patient/device).

Event description:
Update oct 27, 2017: pfs and medical records received. In addition to what were previously alleged, pfs also alleges weakness, unable to walk unassisted, metallosis, and bone fragment caught in muscles. After review of medical records for MDR reportability, it was stated that the patient was revised to address metallosis, trunnionosis, and comminuted proximal femur/greater trochanteric fracture. Revision notes reported scarring in the fascia of the tensor muscle, evidence of metallosis pseudotomor formation, multiple areas of metallosis appearing fluid, comminution of the proximal femur and corrosion of the inner part of the sleeve of the ball and trunnion of the stem. Laboratory results for metal ions are below 7ppb. Part/lot information updated. This complaint was updated on: oct 31, 2017.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On jun 19, 2017: litigation received. Litigation alleges friction and wear between the cobalt-chromium metal head and liner caused large amounts of toxic cobalt-chromium metal ions. As a result patient experienced severe pain, discomfort and inflammation in and around the implant.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.